Event description:
A patient reported experiencing inaccurate erratic results with a one touch profile meter. The patient's blood glucose results were 67 and 94 mg/dl. Tests were done within 1 minute with a difference of 24 mg/dl. Checkstrip test within range. Patient did not experience any adverse events. No further information has been reported.